Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the patient's room. After 1 week fo use of the inserted catheter, it was discovered that there was leakage from the insertion site. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, harm, complication, death, or injury reported to the patient as a result of this occurrence.